Manufacturer narrative:
Additional information: b5, e1: initial reporter phone no., h4, h6, h11. B5: the total fill volume of the device following the addition of fluorouracil was 240ml. H4: the lot was manufactured between june 26-27, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed an infusor device with a compounded label affixed on the device. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred sometime between november 7, 2024 - november 8, 2024. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected infusion time was 24 hours, but the actual infusion time was 20 hours. The device contained 8g flucloxacillin in 180ml 0.9% sodium chloride. The catheter gauge (ga) and catheter type is reported as a 5.0 fr peripherally inserted central catheter (PICC) double lumen arrow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.